Manufacturer narrative:
(B)(4). Returned test strips produced e-5 readings and black chemistry was observed. Qc investigation of products returned determined most likely root cause is improper storage. Investigation (B)(6) 2015.

Event description:
Consumer complaint open vial. Test strip lot manufacturer's expiration date is 04/30/2018. Adverse event not reported.